Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the led display segments were incorrectly illuminated due to fluid ingress. The system board was replaced and the unit functioned as designed.

Event description:
It was reported that the device has missing segments on both displays. No known impact or consequence to patient.